Manufacturer narrative:
Lot number, exp. Date and manufacturer date is not available. Device not registered in gudid, reported based on similar device principle. No 510k number available.

Event description:
According to the complaint, when trying to purge a syringe safe pico a, the safety cap was ejected along with all the blood. The blood hit the operator on the clothes and skin, but not the mucous membrane.

Manufacturer narrative:
The radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown. Due to no issues with defective sample observed - root cause cannot be identified. It can be assumed that issue is related to user error but there is no confirmation for that.